Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. In 2007, a taxus express2 stent was implanted in an unspecified lesion. The patient presented in (B)(4) of 2012 with stent thrombosis. The thrombosis was discovered under fluoroscopy and it was noted that the patient had positive troponin levels. The physician used two cutting balloons to open the vessel. No additional patient complications were reported and the patient's current condition is fine. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).